Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that during attempt of partially re-sheathing the fred stent into the microcatheter to reposition it, physician felt resistance and wasn¿t able to re-sheath it. After some attempts, he decided to completely re-sheath it and the microcatheter into the intermediate catheter. He then deployed another xfred in a new microcatheter. The patient was reported to be good.

Event description:
Please see section h11 for device investigation results.

Manufacturer narrative:
Investigation conclusion: the investigation found the stent returned partially deployed from a microcatheter and deformed at the distal end with a twisted distal flare. The stent could not be advanced or further re-sheathed, which is consistent with the alleged product issue. The microcatheter used in the procedure was found flattened at the distal 6cm, which appears to be the cause of the resistance. The stent was retrieved from the microcatheter, and the pusher body coil was found detached from the proximal marker band. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces that exceeded the strength of the glue bond between the body coil and proximal marker band. The physical evaluation of the device could not identify the conditions or circumstances that led to the stent damage, but the damage is consistent with the device experiencing forces that exceeded the stent's yield strength.